Manufacturer narrative:
The report event of ineffective stimulation - leads fractured was confirmed. As received, visual inspection showed the lead was returned incomplete with several pieces and discoloration. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use..

Manufacturer narrative:
Further information was requested but not received.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-01145. It was reported that the patient has been experiencing ineffective stimulation around (B)(6) 2019. The patient¿s specialist determined the patient has degenerated disks and needs an MRI as well. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient had their entire system explanted. While removing the system, the physician noted that both of the leads were fractured.